Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. The device was checked 6 months earlier and had shown an estimated remaining longevity of 1.5 years. The patient is paced 98% in the atrium and minimally in the ventricle. It was noted that auto capture was programmed on in this device. Boston scientific technical services (ts) discussed things like auto capture can sometimes cause faster battery depletion if the feature is stuck at retry at a higher output. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced 3 months later. No additional adverse patient effects were reported.